Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri). There was concern the batttery depleted earlier than expected. Due to the patient being pacemaker dependent, this patient had an urgent box change. There were no adverse patient effects reported.

Manufacturer narrative:
This crt-d will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.